Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed upon power on for a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.